Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was a resistance when customer tried the test dose. It is unclear if it was inserted into the port. The event occurred during unknown time at facility.

Manufacturer narrative:
H3: one opened and unused sample was received for evaluation. Visual inspection found no damage or anomalies. Functional testing was performed where the gripper needle was set to an approved ICU syringe loaded with black dyed water, established flow with no resistance. Based on the analysis, the customer issue could not be confirmed.